Event description:
The manufacturer received information that a trilogy evo was reported to have failed diagnostic testing for the active exhalation verification. There was no patient involvement, and no harm or injury reported. On device evaluation, the in-line filter was found to be clogged with dust. The in-line filter required replacement to address this issue. After replacement of the filter, the unit passed final testing on the trilogy evo test station. Additional findings not related to the malfunction/issue: the particulate filter required replacement. The device passed final testing after repair was completed.